Event description:
On (B)(6) 2025 the caregiver reported that the user experienced hyperglycemia with blood glucose (bg) levels of 400 mg/dl. The user remained on the ilet bionic pancreas until glucose returned to range. No hospitalization, medical intervention, or long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.